Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in new zealand. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the mesh is broken at the far end of the unit. The event occurred before surgery. No information was provided on patient impact or surgical delay. Diligence is complete as no additional information was noted.